Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test, off no power, an error alarm test, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery alarm noted. The device was received with intermittent button response due to flatten esc (creased) button dome switch. No button error alarm observed. The unit was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube, lip, and window.

Event description:
It was reported that the insulin pump alarmed button error and failed battery test on different days, and the customer had been having high blood glucose levels. At the time of the phone call the customer's blood glucose was 184 mg/dl. Troubleshooting was performed for the failed battery test and the insulin pump did not alarm. Troubleshooting was also performed for the customer's high blood glucose of 375 mg/dl, which was treated with manual injection. The drive support cap was recessed. Everything was within specification. The device passed the high pressure test. In the alarm history of the device there were several error alarms, including button error. No bent cannula was noted. The discontinuation of the device was advised. Nothing further was reported.